Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 9am on (B)(6). The patient reported obtaining a blood glucose reading of "88mg/dl" on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their food/drink consumption at 9:20am in response to the alleged inaccurate readings. The patient denied developing any symptoms; however they reported being treated by an hcp at 11am. The patient was unable/unwilling to provide details of the treatment received. The patient denied testing on any other device. At the time of troubleshooting the cca discovered that the test strips were not stored correctly (per owner&#38112;booklet recommendation). The patient was educated and replacement products were sent to the patient. This complaint is being reported because the patient received treatment from an hcp after the alleged inaccuracy began.